Event description:
It was reported that the sabo sag saw was overheating during an acl procedure. No adverse consequence was reported, no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Manufacturer narrative:
The reported overheating was confirmed by the manufacturer service technician through functional evaluation. A broken bearing was discovered during the evaluation of the device, which was identified as the probable cause of overheating.

Event description:
It was reported that the sabo sag saw was overheating during an acl procedure. No adverse consequence was reported, no adverse event was associated with the device.